Event description:
Device 3 of 5. Reference MFR report: 1627487-2014-06041, 06042, 06044, 06045. It was reported the pt is unable to increase stimulation. Lead diagnostics showed all contacts on one lead were invalid. X-rays were taken and showed the scs extension had pulled out of the ipg header. The pt underwent revision surgery on (B)(6) 2014, where the physician reinserted the scs extension back into the ipg header, which did not resolve the issue. The physician then decided to replace the ipg, which did not resolve the issue. After the pt's ipg site was closed, the physician was advised to test the leads with the mts, so the pt was reopened and testing with the mts still showed invalid contacts. Additional surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.